Manufacturer narrative:
The t:slim g4 user guide states "ensure that the infusion set is disconnected from your body before filling the tubing". No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer was hospitalized after performing the fill tubing process while connected to the pump. The customer did not report their blood glucose (bg) level; however, the customer consumed raisins to treat their bg levels. While hospitalized, customer was treated with carbohydrates. Customer declined to provided any additional information on the reported event.